Event description:
Notified by MDR user facility report. According to the report and verified with the nursing director, the pt became asymptomatic 35 minutes into the "dry uf" or isolated ultrafiltration treatment. The pt was prescribed to receive isolated ultrafiltration prior to hemodialysis, due to add'l fluid available and this was an extra dialysis treatment. Hypotension, followed by vomiting and loss of consciousness (30 sec. Interval) was reported; this was treated with normal saline with immediate effect. The pt then developed dyspnea, was given oxygen and was transported to a hospital for evaluation. The dialyzer had been pre-processed with formaldehyde < 1.0% per facility protocol. The arterial blood line was new and non-processed. Residual testing for formaldehyde was reported as "negative". The pt had dialyzed with this model dialyzer prior to this event. According to health care professional, the pt was admitted for 3-4 days for evaluation of allergic reaction vs aspiration pneumonia. Actual sample and companion lot samples are not available for evaluation.